Manufacturer narrative:
Surgimend was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Correction b5: on (B)(6) 2019 the patient had reconstruction surgery and on (B)(6) 2019 the patient presented with breast swelling and edema with mild erythema medially. Initial report contains wrong date of (B)(6) 2013 instead of (B)(6) 2019.

Event description:
N/a.

Event description:
Study: a facility reported infection after surgimend placement. Patient had breast cancer, and her first surgery was on (B)(6) 2019. On (B)(6) 2019 the patient had reconstruction surgery and on (B)(6) 2013 the patient presented with breast swelling and edema with mild erythema medially. Fluid aspirated and was noted to be slightly turbid and thick. Issue was resolved with medication: flucloxacillin.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.